Event description:
It was reported that the device failed the user test and illuminated the service indicator. Physio-control evaluated the device and found event codes logged in the memory. Furthermore, the device was unable to charge or deliver defibrillation energy. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4) physio- control replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed therapy pcb assembly and determined the cause of the reported issue to be a failure of a capacitor, designator c138.